Event description:
During a post implant follow-up, lead impedance was <200 ohms in both configurations. Capture thresholds were 0.5 v, 0.5 ms unipolar and 2.0 v, 0.5 bipolar. Morphology on the ventricular intracardiac was constantly changing. X-rays revealed that the lead was fractured near the header of the pulse generator. The physician suspected that the lead was damaged due to anatomical difficulties encountered during the implant procedure.